Event description:
A 4.0mm diameter by 24mm length s7 stent delivery system was inserted for treatment of a moderately calcified lesion in an unknown coronary artery. It was reported that the stent dislodged during the procedure, however, details of how the dislodgment occurred are not available. The stent was successfully snared and removed from the pt. It is unknown if there was further treatment to the target lesion. The pt was reported to be fine post procedure. There was no device returned for eval.